Event description:
It was reported that the pump unexpectedly displayed the reset screen. The caller declined to answer whether the reset caused the blood glucose level to exceed 500 mg/dl. Customer service explained that the pump reset a microprocessor as part of a safety feature, requiring the customer to manually restart cgm sessions and reload the cartridge, along with resetting certain insulin settings. The customer successfully resumed insulin.